Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off suture needle. Two empty opened foil, a paper lid, two winding former with an undispensed suture and nine unopened samples were returned for analysis. During the visual inspection of two open samples, the swage and attachment area of the two needles were as expected. The sutures could not be dispensed since it has begun with the process of degradation and the time of exposure of suture to the environment could not be determined. The foils were examined and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. Also, it was observed delamination on the outside (top and bottom side) of the foils. In the visual inspection of nine unopened samples, delamination, wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation were noted. The samples were opened and the swage and attachment area were noted to be as expected. However, due to condition of the packets the sutures have begun with the process of degradation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the open samples and representative samples, the assignable cause of performance pull off suture needle, is a suture degradation; due to the improper handling of package. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-79042, 2210968-2019-79402, 2210968-2019-79403, and 2210968-2019-79404. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a gastrointestinal anastomosis surgery on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off when sewing. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was available.